Event description:
It was reported that the patient presented at the hospital for a scheduled implant procedure. During procedure, the pacemaker header ventricular port was noted to exhibit high impedance measurement. The physician elected to remove and replace the pacemaker. The patient had no adverse consequences.